Event description:
It was reported that this patient's right shoulder was revised approximately 2 years 3 months post initial operation. The reason for the revision was notching. The surgeon extracted and replaced the glenosphere and liner. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitants: 320-01-42 - equi reverse 42mm glenosphere: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 300-01-13 - equi, hum stem primary, press fit 13mm: (B)(6), 320-10-00 - equi revtray adapter plate tray +0: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6), 320-20-00 - eq rev torque defining screw kit: (B)(6), 320-20-26 - eq rev comps scr lck cap kit, 4.5 x 26mm: (B)(6), 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6), 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6), 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6), 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6). H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.